Event description:
Pt complained of leaking homepump containing 5-fluorouracil. One day after it was made and attached tubing was leaking 5-fu, between attachment of tubing to device. The following day while preparing a replacement homepump for a defective unit which leaked (reported by the pt), the pharmacy tech noticed leaking from the tubing between the attachment of the tubing to the device.